Event description:
It was reported to resmed (B)(4) that an astral device would not accept user settings in a single limb circuit set-up. There was no patient injury reported as a result of this incident. MFR# 3004604967-2015-00320.